Event description:
Customer called concerning alleged discrepant results for troponin I (tni) on triage profiler. Sample needs to be investigated due to alleged false negative tni result on triage cardiac meter vs. Bci results are as follows: tni on triage <0.05 ng/ml vs. Bci 0.18ng/ml.

Manufacturer narrative:
No false negatives were observed. Product support (ps) did not observe a low bias in recovery on cal h. Cal h corresponds to the level that was addressed in the customer complaint. Ps received samples thawed and suspects possible compromise of samples. Ps still tested the samples and observed tni <0.05 on triage and tni 0.05, 0.04, 0.12, 0.11 on access ii. Ps confirmed higher results on bci than on triage. Qns for further testing. A review of manufacturing device lot data showed no issues with tni recovery. Ps could not confirm a product deficiency.